Event description:
It was reported to medtronic minimed that the customer experienced water inside pump after swimming with pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the liquid crystal display, or customer reports hearing fluid when shaking the pump. The customer discontinued the use of the pump. Mmt-1885 was requested and customer responded the device was returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one. That is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with flashing medtronic logo. Unable to perform the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor, internal battery connector and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, minor scratched case and cracked keypad overlay noted. In summary, the customer alleged expose to moisture confirmed. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.